Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home pd system kaguya set was leaking from an unspecified location near the cassette. This was observed during after priming of the device for peritoneal dialysis (pd) therapy. The leak was further described as ¿liquid leaking from the inside of the front door and the floor is soaked¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.